Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife stated the patient was at the clinic for his doctor's appointment and getting a normal reading on his receiver. At some point he did not feel right and had unspecified symptoms of a low glucose level, which did not show on the display device. They did not have test strips available at the doctor¿s office to check a comparison bg, so the patient was sent to the emergency room (ER) by ambulance. At the ER they checked a fingerstick bg which was low. No cgm or bg values at the time were provided. The doctor advised the patient to go home and rest; no medication was prescribed, and it was not reported whether any treatment was provided at the ER. At the time of the report he was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.